Manufacturer narrative:
510 (k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to deploy the stent. "As per complaint form": nurse start to deploy the fc evolution stent on 1 cm at this time, something broke in the handle. Impossible to deploy the stent, blocked.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on malfunction reporting precedence ¿deployment issue causing the stent to be removed while partially exposed¿ and "flexor kinked/stretched/ broke/compressed". Impossible to deploy the stent. "As per complaint form": nurse start to deploy the fc evolution stent on 1 cm at this time, something broke in the handle. Impossible to deploy the stent, blocked.

Event description:
This file is being reported based on malfunction reporting precedence ¿deployment issue causing the stent to be removed while partially exposed¿ and "flexor kinked/stretched/ broke/compressed". Impossible to deploy the stent "as per complaint form": nurse start to deploy the fc evolution stent on 1 cm at this time, something broke in the handle. Impossible to deploy the stent, blocked.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12 sep 2018. Lab findings were that there was a kink/breakage on outer sheath, with ptfe liner visible. Second kink also found on flexor, approx. 35mm from breakage. The red indicator part of the shuttle shearing off during the evaluation was due to the resistance between the handle and the shuttle. The gap between the 2 handle shells. This is unrelated to the compliant and happened in the lab. This is stated in the additional information section of the evaluation ¿as the shear marks on the top of the handle indicates further deployment than seen on the returned device.¿ the damage seen upon dismantling the handle was beyond deployment seen on the returned device. The distribution of the returned device is not validated and as the shearing of the handle happened on deployment performed during the evaluation and not mentioned in the compliant it is likely that the root cause of this is damage to the handle during returning the device, documents review including IFU review: prior to distribution all evo-fc-10-11-4-bdevices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number c1484166. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1484166. It may be noted that as per the instructions for use, ifu0056-5, the following is stated: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. The failure of kink and thereafter breakage on outer sheath was observed in the laboratory. A possible root cause could be attributed to tortuous anatomy. Summary: customer complaint confirmed as failure was verified in laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported based on malfunction reporting precedence ¿deployment issue causing the stent to be removed while partially exposed¿ and "flexor kinked/stretched/ broke/compressed". Impossible to deploy the stent. "As per complaint form": nurse start to deploy the fc evolution stent on 1 cm at this time, something broke in the handle. Impossible to deploy the stent, blocked.